Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation.

Event description:
A hospital reported that an air leak was detected from a rt105 breathing circuit while in use on a pt. The leak was allegedly detected as a result of monitoring on a tidal volume and the pt. On inspection, the leak was reportedly found in the connection between the water trap and expiratory tube.